Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #3). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix kugel (device #1) and the bard/davol mesh ¿ ventralex (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, composix l/p and ventralex hernia patch (x2) on (B)(6) 2009 (x2) and/or (B)(6) 2011 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch and two ventralex hernia patches. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #2). Additional supplemental emdr's were submitted to represent the bard/davol mesh ¿ ventralex (device #1) and mesh ¿ composix kugel (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, composix l/p and ventralex hernia patch (x2) on (B)(6) 2009 (x2) and/or (B)(6) 2011 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch and two ventralex hernia patches. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical and ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1) and ventralex mesh (device #2). Per operative notes, ¿hernia sac was dissected. A ventralex mesh (device #1) was placed in abdomen area secure it with suture. Another ventralex mesh (device #2) was placed in umbilicus area and secure it with suture.¿ (B)(6) 2011 - patient was diagnosed with recurrent incisional epigastric hernia, obesity, adhesions thereby underwent open repair with explant of ventralex mesh (device #1) and implant of composix kugel patch (device #3). Per operative notes, ¿omental adhesions were taken down. Hernia sac was dissected. Previously placed ventralex mesh (device #1) in mid abdomen was totally removed. One composix kugel patch (device #3) was placed and secure it with suture.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia, scar tissue thereby underwent open repair with explant of ventralex mesh (device #2) and implant of one composix l/p mesh (device #4). Per operative notes, ¿previously placed ventralex mesh (device #2) was excised down to the umbilicus. Another mesh was intact. The new hernia at the superior portion of the wound was irrigated. A composix l/p mesh (device #4) was placed and secure it with suture.¿